Event description:
It was reported that while inserting the intra-aortic balloon(iab) in the sheath, it was stuck. The insertion attempt was tried again but the iab was unwrapped and could not be inserted. The iab was replaced to start therapy. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).